Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal a tampon fell apart leaving pieces inside. She was able to manually remove the tampon pieces. She had another tampon fall apart upon removal. She was unable to remove it herself and went to the doctor for removal. The doctor was able to remove all of the tampon, but it did come out in more than one piece. She stated she was fine and had no symptoms.